Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected perforation of the right ventricular (rv) lead and pain during right ventricular pacing. High thresholds were also noted on this rv lead. This lead was capped and replaced. No further patient complications have been reported as a result of this event.